Event description:
(B)(6) authorized distributor reports domestic repair of a vivo 50 device, replacing a defective internal battery. Based on the info received, the potential risk associated with the reported event is classified as critical since a defective internal battery - if used as last power source - will terminate treatment with a high priority power fail alarm. Based on the info provided at this time, including unk pt outcome, the event is considered reportable per 21 cfr part 803.3.